Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory hard wire extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a cholangiojejunostomy for stone removal, the physician used a cook memory hard wire extraction basket. It was reported that one basket wire broke during use. User changed to another device to complete the procedure. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Over the weekend of (B)(6) 2023, FDA installed a new security certificate for emdr submissions. Cook did not receive the new security certificate from FDA, resulting in a break in communication in sending and receiving emdr data. We requested the certificates to be re-sent to cook. As of 11/30/2023, the certificates were not sent to cook. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: ¿¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. As of 12/04/2023, the issue has been resolved and this follow up report is being sent to capture the delay of affected reports. Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box and pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned reinserted in the racetrack with the basket fully advanced. The broken basket wire has detached and is free within the returned pouch. The broken wire detached at the proximal end of the wire and at the distal tip of the basket. The basket was able to be fully advanced and retracted, without resistance. Under magnification of the broken wire evidence was found of embrittlement of the wire material near the proximal fracture point, but there was no evidence of the wire being damaged by the buff process. The distal fracture point does not show signs of embrittlement or buffing damage but has fractured with little deformation. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production and with manufacturing engineering 11/15/2023. It was determined that the proximal end of the wire had become embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. However, the distal fracture point does not appear consistent with embrittlement. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for the distal wire breakage could not be determined. The root cause of the proximal basket wire breakage was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a cholangiojejunostomy for stone removal, the physician used a cook memory hard wire extraction basket. It was reported that one basket wire broke during use. User changed to another device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box and pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned reinserted in the racetrack with the basket fully advanced. The broken basket wire has detached and is free within the returned pouch. The broken wire detached at the proximal end of the wire and at the distal tip of the basket. The basket was able to be fully advanced and retracted, without resistance. Under magnification of the broken wire evidence was found of embrittlement of the wire material near the proximal fracture point, but there was no evidence of the wire being damaged by the buff process. The distal fracture point does not show signs of embrittlement or buffing damage but has fractured with little deformation. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production and with manufacturing engineering 11/15/2023. It was determined that the proximal end of the wire had become embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. However, the distal fracture point does not appear consistent with embrittlement. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for the distal wire breakage could not be determined. The root cause of the proximal basket wire breakage was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.